Manufacturer narrative:
Device used for treatment, not diagnosis investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patients surgery developed without problems in 2012. The patient had an osteotomy surgery in the 1inch metatarsian. The surgeon implanted a (l35mm) cancellous screw. The screw broke post-operatively and on an unknown date the patient felt pain and went to the surgeon. The surgeon scheduled a revision surgery for removal of the implant. The broken screw and fragments were removed and replaced with a new screw on (B)(6) 2014. The surgeon and the patient are requesting a formal investigation. There was no report of a surgical delay. This report is 1 of 1 complaint (B)(4).